Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2025-00270 under a different suspect device. The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 70400ud00. Additionally, a review of tracking and trending data for the alinity I free t4 assay identified an increase in complaints. However, in-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 70400ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 70400ud00.

Event description:
The customer observed falsely elevated alinity I free t4 result generated by the alinity I processing module for a patient. The sample was repeated, and a lower result was obtained. The following data was provided: sid (B)(6): initial result = 2.65 ng/dl; repeat result = 1.08 ng/dl. There was no impact to patient management reported.